Event description:
It was reported that a patient was implanted with an impella cp experienced cardiac arrhythmia. Amiodrone was given. Two days later, the patient was being weaned off the impella cp with a plan to explant. The patient was on heparin. After moving/repositioning the patient, bleeding inside the patients scrotum was noted. Computed tomography scan was prompted. The scan showed a small retroperitoneal bleed in the groin. Since the plan was to explant the impella cp, vascular surgery explanted the device successfully. The retroperitoneal bleed was believed to be a result of a high stick. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Device recently returned on 07/01/2025 and a product evaluation and investigation are underway, may update record if any new/relevant information becomes available.